Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump as making a humming noise. The customer reported that the insulin pump had a partial display missing. The customer reported that the buttons stopped responding. The customer stated that the backlight would not turn off. The customer's blood glucose was 138 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.